Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h125 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h125 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the photographs are still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report that they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer stated that approximately 1235ml of whole blood was processed when an alarm #7: blood leak? (Centrifuge chamber) occurred and a blood leak was observed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported that the patient was in stable condition and could receive a new ecp treatment. The customer returned photographs for investigation.

Manufacturer narrative:
An investigation was performed using information provided from the customer's complaint description, customer provided photographs, and cellex instrument service report. Review of the customer provided photographs verifies that a blood leak occurred from the kit's drive tube as blood is visible near the drive tube's lower bearing, on the centrifuge frame, and centrifuge chamber wall. A service technician was on site at the time of the event and inspected cellex instrument serial#: (B)(4). According to the service report, the lower drive tube bearing clip dowel pin was determined to be broken. The dowel pin holds the lower drive tube bearing clip in a stationary position. As a result, the broken drive tube bearing clip was replaced. Subsequently, the cellex instrument successfully completed the system checkout procedure indicating that the instrument had passed all tests, met all specifications, and was fully operational. The cause for the alarm #7: blood leak? (Centrifuge chamber) was due to the drive tube leak/break. The root cause for the drive tube leak/break was likely due to a broken drive tube retainer clip dowel pin. No further action required at this time. Investigation complete. Investigation complete. Mc: 045261. S.d.a. 12/13/2019.